Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf twin-peg cmntd fem sm PMA; item# 161468; lot# 332200. Oxf anat brg rt sm size 3 PMA; item# 159568; lot# 218830. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00072. 3002806535-2024-00073. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery approximately seven years post initial implantation due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00072-1. 3002806535-2024-00073-1. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No products were returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.